Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a "burning, stabbing pain" at the base of the spine when the implantable neurostimulator was turned up. This occurred following one therapeutic ultrasound therapy, above and below the lead area to address some arthritis in the area. The pt felt some tingling and mild shocking during the treatment, but nothing that was uncomfortable. The morning after the treatment, the pt was very sore in the area of treatment and had trouble moving around and walking. The pt also lost therapeutic benefit on the left side. The right side received therapeutic benefit from the stimulation. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.